Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pouches of an unspecified quantity of minicaps had a ¿weak or incomplete seal that runs to the outer edge¿. This occurred during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Corrected information h4: remove: january 23, 2023 (reported on initial). The correct manufacturing dates are october 21, 2022 to october 28, 2022. H10: the actual devices were not available; however, three (3) photographs were provided for evaluation. The photographs were visually inspected and the samples did not present creasing, holes, open seals, cuts or tears in the pouch. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.